Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set bent cannula event on (B)(6) 2025. The event occurred after three or more hours of insertion. The insertion site was the upper arm. The infusion set was used for two days. Blood glucose level was 600 mg/dl at the time of the event due to which patient went to an emergency room (ER) and got treated with intravenous (IV) and fluids of saline and patient also took correction injection via multiple daily injections (mdi) itself to resolve the issue. The duration of an emergency stay was for 5 hours. Patient was found positive for ketones level. Patient was released from the hospital on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.